Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the mobile view station (mvs) uninterruptible power supply (ups) was replaced based on the reported symptoms and logs. A system checkout was performed. The mvs computer was returned to the manufacturer for evaluation. The computer was returned unused and no failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) was intermittently rebooting itself. After 3 reboots, the mvs stopped rebooting itself and the site was able to proceed with the case. There was a 30 minute delay in the case. No impact on patient outcome.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The ups failed benched testing. During load test, the "batt low" led light would come on, indicating that the battery is at end of life span. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) was intermittently rebooting itself. After 3 reboots, the mvs stopped rebooting itself and the site was able to proceed with the case. There was a 30 minute delay in the case. No impact on patient outcome.